Event description:
We became aware of event on 3/21/94. Mother inserted rectal thermometer into infant. Thermometer broke off in infant's rectum/colon, where it became lodged and which required surgery to remove. No other information is available at this time.